Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 46 mg/dl at the time of the incident and current blood glucose was 111 mg/dl. The customer was assisted with troubleshooting. The customer was treated with gatorade. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did not alleging insulin pump for over delivery. The device will not be returned for analysis.